Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which were reproduced. The false messages were found to be caused by low ultrasonic readings with a fluid filled set. The upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed constant upstream occlusion messages. There was no pt involvement.